Event description:
I had essure placed three years ago and have since had to have it removed. Even after having it removed I'm still having severe health issues. I experience severe migraines, chronic abdominal pain, back pain, displacement of left over female organs and at times very severe nausea. I have lost my job due to my med issues.